Manufacturer narrative:
The returned ipg was analyzed and the allegation of ipg needs to be recharged more often was confirmed. The ipg passed visual inspection and was able to be fully recharged in one four-hour charge cycle but would quickly deplete. The data log revealed a high depletion rate of 27.8mv per day and the ipg was unable to pass the functional test and kept giving errors during start up. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current. This damage is typically caused by the ipg exposure to external high voltage or high current transient sources.

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) more often. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) more often. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.